Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer either resumed insulin or changed out pump supplies, to address the alarm. The customer reverted to manual injections for insulin therapy. Tandem technical support instructed customer to change supplies and resume insulin. No reported impact to the blood glucose level.